Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the needle the correct needle just the incorrect size? Or is the needle a totally different needle (a different product)? Please clarify..

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, it was noted that the device was a different size than what was on the package. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/30/2019. Additional information was requested and the following was obtained: is the needle the correct needle just the incorrect size? Or is the needle a totally different needle (a different product)? Please clarify. Just different size compared to what is indicated on packaging.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: an opened sample of product code j207, lot mk6373 were returned for analysis. During the visual inspection of the opened sample, it was noted that the spool had two holes punched and for this product, there should be only one hole punched. Due to mismatch at the spool a characterization of the suture was performed and meet the requirements for a product type and suture diameter. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the mix reel is due a manufacturing defect.